Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. During the firmware upgrade the device went backup mode. The patient experienced palpitations. The device was restored to its original firmware. The upgrade was attempted again and performed successfully. The patient was stable post event.